Event description:
This is a report from a caregiver (gg)) with supplemental information provided by a peritoneal dialysis nurse (pdn) in the USA of did not clean exchange area, touch contamination , did not wear mask, and peritonitis in a home patient (hp) coincident with dianeal, 1.5% low calcium therapy. On an unreported date in 2010, the hp began treatment with dianeal 1.5% low calcium solution (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the cg (patient's mother) reported, the hp developed peritonitis on (B)(6) 2012. The cg reported, the hp was hospitalized for the peritonitis on (B)(6) 2012 and discharged on (B)(6) 2012. The cg reported the cause of the peritonitis was due to "not cleaning the exchange area prior to starting pd therapy". The cg reported, the hp has recovered from the peritonitis event. On (B)(6) 2012, baxter product surveillance contacted the pdn and received the following additional information. The pdn confirmed the peritonitis event with culture (B)(6). The pdn confirmed the hp's hospitalization for the peritonitis and confirmed the hp is recovered from the event of peritonitis. The pdn clarified the cause of the peritonitis was not related to cleanliness of the exchange area, but was related to either touch contamination or not wearing a mask during the pd exchange (details not specified). The pdn stated, the patient's mother is sometimes the caregiver; however, the patient also has a home care nurse. The pdn confirmed they have followed up appropriately with the caregivers regarding re-training for proper aseptic technique. Treatment was not reported. Concomitant therapy was not reported. The pdn reported pd therapy is ongoing. The pdn confirmed the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because, the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because, the nurse reported a break in aseptic technique described as touch contamination or not wearing a mask. The assignable cause for the break in aseptic technique is not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.